Manufacturer narrative:
(B)(4). Date sent to FDA: 05/14/2016. (B)(4).

Event description:
It was reported that the patient underwent a gynecological surgical procedure on "(B)(6) 2004" and an unknown mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.